Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1994; 5024m-58 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the device alarming. It was noted that the alarm was for left ventricular (lv) lead impedance above the normal range. It was further noted that this is a chronic trend and that the impedance has been on the high side since implant. The lead remains in use. No patient complications have been reported as a result of this event.